Event description:
It was reported that during a prostate procedure, the surgeon noted that the fiber tip was damaged/detached at 110,000 joules. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. The procedure was completed with a second fiber. "No injury to the pt was reported".